Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified crease folds and one extended opening. A weight test of the device verified the device to be underweight. A microscopic analysis was performed which identified one sharp edged opening in the shell with stress marks and wear/abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edged opening in the shell with stress marks in the side radius, assessed as a surgical impact opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade unspecified. Device has been explanted.